Event description:
The hospital reported the unit's screen went black. The on/standby switch reportedly does not stay in the 'on' position. There was no report of patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The equipment was checked, and the reported complaint was confirmed. The on/standby switch assembly was replaced and the unit was returned to service. The switch was not returned for investigation. An exact root cause of the reported complaint cannot be determined without a sample.